Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) sent this device again to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, the following results were obtained. Therefore, it cleared the french guideline. - total channel: 3 cfu/100ml (micrococcaceae, neisseria species) - instrument channel: 5 cfu/100ml (micrococcaceae, neisseria species) - suction channel: no microbe - air/water channel : 3 cfu/100ml (neisseria species) - auxiliary water channel: no microbe the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) ((B)(6)). (B)(6) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, this device tested positive for microbes as follows. Therefore, it became "action level" in the french guideline. - instrument channel: 10 cfu/100ml (micrococcaceae). - suction channel: 10 cfu/100ml (bacillus spp., micrococcaceae, stenotrophomonas maltophilia). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for aerobic bacteria (39cfu/endoscope), enterococcus faecalis (the number of microbes are unknown.), candida parapsilosis (the number of microbes are unknown.), (B)(6) (the number of microbes are unknown.). This device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope serie4 with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report.